Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via telephone call that there was a hospitalization due to low blood glucose. The customer did not recall the blood glucose reading or any significant event leading to the low blood glucose. The customer was taken off the insulin pump at the hospital and starting using it again, but the act button was unresponsive. The customer was unable to clear the keypad lock by pressing and holding the b and up arrow button. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions.

Manufacturer narrative:
The pump was able to access the main menu when pressing the act button. The pump had no button response on the up arrow button due to corroded keypad traces. The pump passed the displacement, rewind, basic occlusion and self test. No rewind anomaly was noted during testing. All operating currents are within specification. The off no power alarm functioned properly. Unable to perform the error, occlusion, excessive no delivery tests, or complete the prime test due to the unresponsive up arrow button. The pump had minor scratches on the display window, a cracked case at the display window corner, cracked battery tube threads and a cracked reservoir tube lip.